Event description:
It was reported a myelogram was performed due to hcp concerns of variable function of the device. The myelogram revealed a catheter leak. The catheter was replaced. No symptoms were reported. The drug in the pump was baclofen at a concentration of 2000 mcg/ml and a simple continuous dose of 0.2497 ml. The pt recovered without sequela. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.